Event description:
It was reported to philips that the device's shock button was not working.there was no reported patient involvement.

Manufacturer narrative:
The reported problem was verified during lab tests. Visual inspection and found u27 corroded from contamination and the corrosion / contamination beyond repair on the returned therapy pca. The available information is consistent with a malfunction of the therapy pca.